Manufacturer narrative:
The alt reagent lot number was 952907. The reagent expiration date was requested, but not provided. Calibration and controls were acceptable. The field service engineer replace the gear pump head. Controls were run and were acceptable. No further issues were reported after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation on a cobas 8000 c702 module. The sample initially resulted in an alt value of 21.2 u/l accompanied by a flag indicating linearity issues. The sample was automatically repeated, resulting in a value of 20.1 u/l. The sample was repeated twice on a second analyzer, resulting in values of 15 u/l and 13.3 u/l.